Event description:
Pt was admitted to reporting facility in 06 to undergo surgical repair of recurrent vental hernia. During surgery the surgeon discovered the old mesh used during the ventral repair in 2004 had weakened and had multiple holes in it. The surgeon's belief was that the ventral hernia's recurrence was the result of failure of the mesh. The old mesh was excised and the surgeon repaired the hernia by implanting new surgical mesh.